Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported failure to advance, difficult to remove, nonstandard device and physical resistance/sticking issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure, the guide wire included in the smart port kit was slightly too wide of a diameter, leading to it getting caught within the access needle with an inability to be either appropriately advanced or removed. Even once outside of the patient, we were unable to remove the guidewire from the access needle. A second central access kit was opened in order to gain access. Two unnecessary sticks were performed on the patients internal jugular vein prior to this issue being identified. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. During the procedure, the guide wire included in the smart port kit was slightly too wide of a diameter, leading to it getting caught within the access needle with an inability to be either appropriately advanced or removed. Even once outside of the patient, we were unable to remove the guidewire from the access needle. A second central access kit was opened in order to gain access. Two unnecessary sticks were performed on the patients internal jugular vein prior to this issue being identified. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.